Event description:
Patient presented to the physician with an opening and drainage at the ipg incision. Physician prescribed antibiotics. Patient presented back to the physician with continued symptoms. Physician brought the patient into the or and removed the system. No sign of infection present at the procedure.